Event description:
It was reported that the patient had been hospitalized for diabetic ketoacidosis (dka) on an unspecified date. Blood glucose values at the time of the event were not provided. The patient stated that she had been hospitalized on four separate occasions, each of which she attributed to issues related to using a cellphone that was not compatible with the omnipod 5 system. No additional information has been provided. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s928usqs4byg2. Hardware: sm-s928u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.